Event description:
Initial info was received from (B)(6) (case # (B)(6)) from a physician on (B)(6) 2011: a (B)(6) female consumer with history skin ii-iii was treated with poly-l-lactic acid (sculptra) (lot # unk, expiration date unk) on (B)(6) 2011, restylane-l (lot # 10632, expiration date (B)(6) 2011) 1 cc on (B)(6) 2011, and dysport on (B)(6) 2011. She received restylane in infra-orbital hollows bilat, as a sub muscular injection. She received dysport to the glabella, crows feet and depressor anguli oris (dao) and chin. She developed moderate swelling in a few days. At the time of the report, the swelling was ongoing. The treatment included steroid dose pack and hyaluronidase. The physician stated that restylane-l caused the event. The customer was reported to have no medical history and no concomitant medications. No further relevant info reported.